Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had damaged pawls which did not secure the cutter properly and caused the device to not turn properly. Therefore, the reported condition was confirmed. It was further determined that the device had a hole in the hose near the muffler; and a teflon seal that was protruding from the swivel. It was determined that the issue with the damaged pawls was consistent with trying to run the device in the load position. It was determined that the issue with the protruding teflon seal was consistent with normal wear over time. It was determined that the issue with the hole in the hose near the muffler (zone 1) was consistent with an assembly tooling issue. A CAPA has been initiated to address this issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy surgical procedure, it was observed that the motor device was not rotating correctly. There were no delays to the surgical procedure. A spare device was not used as the surgery was continued using the same device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.